Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address possible infection, status post fall leading to femur fracture, wound dehiscence and loosening of the unknown component at the bone to implant interface. Unknown cement manufacturer was used. Tibial base cemented but not loosened. Doi: (B)(6) 2019; dor: (B)(6) 2019; left knee.